Event description:
A customer reported a cartridge alarm 20 with their pump, which had occurred previously. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump with updated software. The customer, whose pump was under warranty, was advised on returning the faulty pump and instructed on preparing and programming the replacement pump. The customer understood all instructions and acknowledged compliance.